Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) received one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. No witness marks on the bevel wall were observed as well. No sheering was observed for the instrument. The instrument was loaded with a needle from pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. The file was concluded to be could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The needle would not load or, if it would load, the needle fell out of the jaws of the instrument. A new device was opened and used to complete the procedure. No patient issues. The patient is currently doing well.